Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a partial lead was returned in segments and analysis revealed the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and the outer insulation of the lead developed a breach due to non-electrical esc (environmental stress cracking) while in vivo. Concomitant product(s) : addrl1 ipg, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient fainted and had a 'syncopatic episode' when the right ventricular (rv) and right atrial (ra) leads dislodged. The rv lead also exhibited no capture. The rv and ra lead were explanted and replaced. No further patient complications have been reported as a result of this event.